Event description:
It was reported by the affiliate that the (1) er320 was used during a cholecystectomy procedure. It was reported that the surgeon stated that the clips were going out by the side of the applier jaws. There was no pt consequence.